Manufacturer narrative:
Upon further investigation, it was reported that there is nothing functionally wrong with the v60. The customer states that the customer is using the system as usual and only worries about overheating. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that a ventilator had an unspecified malfunction during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.